Event description:
The customer reported to vyaire medical when running through the steps in test case 1 the revel ventilator the calculated value is 600ml, which was out of specification. At this time, there was no information for patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that the unit gets 519.4ml for step b, 51.5 for step c and 82.4 for step g which comes out to 601.8ml and the unit seems to be working properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet